Event description:
The device was implanted on 5/19/97, for infusion of fudr via the gastroduodenal artery for treatment of cancer. On 6/3/97, the facility nurse contacted the MFR's (MFR) clinical rep to report that the device was implanted two (2) weeks ago. The pt was seen at the oncologist office on 6/3/97, to have the device refilled with fudr. The physician aspirated 60cc of blood from the device pocket. The facility nurse stated that per the physician "he was not surprised." The pt had no history of trauma to the device pocket. The device was easily accessible post-aspiration and was filled with fudr. The plan of action was as follows: the pt was to return to the facility on 6/17/97, post device refill; however, if the pt returned to the facility earlier than scheduled with a persistant problem, the facility nurse was to contact the MFR for assistance. No further details were provided at this time.